Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving lioresal (baclofen) 500mcg for a total dose of 75mcg via an implantable pump for intractable spasticity. It was reported on 2016-dec-28 patient had pump and catheter were explanted due to infection. It was noted pump and catheter will be replaced in the future by a company product, and both were discarded and will not be returned. Patient experienced a fever. It was stated the fever may have led, contributed, or caused the issue. It was noted cultures were performed. It was stated that the issue was resolved at time of the report. Patient's status was alive-no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jan-03 reported the contact information for the healthcare professional who initially reported the event to the company representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.